Event description:
Reporter stated that pt was found exhibiting symptoms of hypoglycemia (confusion and slurred speech). Reporter tested pt's blood glucose, using the suspect device, and obtained a result of 300 mg/dl. Based on this value, reporter treated pt with 3 units of regular insulin. Reporter stated that, 15 minutes later, he opened a new vial of strips and retested pt's blood glucose with a result of 24 mg/dl. Based on this value, pt was treated with a glucogon injection. Reporter noted that pt was unable to treat herself. Fifteen minutes after the glucogon injection, pt's blood glucose measured 60 mg/dl. No add'l treatment was received. Reporter indicated that quality control testing had been performed on the suspect device and the results was reported to be within acceptable ranges (values not provided). Technical support requested the return of the suspect product and replacement product was shipped.